Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the patient experienced st elevation with hypotension and av block post-mapping phase. This occurred when the faradrive steerable sheath was pulled to the right atrium and the sl sheath was positioned in the left atrium using a wire. St elevation was observed in leads ii, iii, avf, and v1 and nitro administration was performed, which led to some spasticity noted during coronary angiography (cag). Additionally, it was suspected that the av block and hypotension was due to spasm caused by stimulation of the autonomic nerve in the septum during the sheath changeover. No further information is available. The procedure was completed using this device and the device is expected to return for analysis.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the patient experienced st elevation with hypotension and av block post-mapping phase. This occurred when the faradrive steerable sheath was pulled to the right atrium and the sl sheath was positioned in the left atrium using a wire. St elevation was observed in leads ii, iii, avf, and v1 and nitro administration was performed, which led to some spasticity noted during coronary angiography (cag). Additionally, it was suspected that the av block and hypotension was due to spasm caused by stimulation of the autonomic nerve in the septum during the sheath changeover. No further information is available. The procedure was completed using this device and the device is expected to return for analysis. It was further reported that the patient was stabilized. The patient was not admitted into the hospital or did not require a prolonged hospital stay. No physical damage was observed in the device prior to the procedure. The patient did not have any health issue prior to the procedure that could have led to the adverse event. Additionally, after treatment of 4 pulmonary vein, the faradrive sheath was pulled to the right atria and non-boston scientific sheath was advanced to the left atria via air. Then when an orion mapping catheter was attempted to be inserted, the blood pressure dropped, and st elevation was found with body surface cardiac electrogram. It was further reported that the device is not expected to return for analysis as it was discarded by the facility.